Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope associated with this complaint and completed investigations. The endoscope cable integrated connector was visually inspected and found with a sub-assembly installed in the wrong orientation. Additionally, the endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was tested and placed on an in-house system or equivalent for functional testing failed due to an electrical failure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) regarding the endoscope horizon indicator issue. The vision orientation on the endoscope changed on its own after installation. The customer used a spare endoscope to resolve the reported event. The procedure was completing as planned with no reported injury. There was a delay of less than 15 minutes. Isi followed up with the initial reporter and obtained additional information: the customer confirmed that the image was not inverted, and the event did not involve reversed controls on the system arms. However, the vision orientation did change on its own, while the endoscope did not move freely or exhibit uncontrolled motion.

Manufacturer narrative:
The reported event was addressed with phone support. The customer replaced the endoscope to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Isi did not receive the endoscope involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.